Manufacturer narrative:
An event of stuck guidewire in the delivery system was reported. The device was returned to abbott for analysis, and the investigation confirmed the stuck guidewire in the delivery system. The inner shaft was observed to have a fracture damage, which is consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported event could not conclusively be determined. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The reported unexpected medical intervention was a result of case-specific circumstances as the guidewire had to be cut to remove the delivery system.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vison valve was chosen for implant using a large flexnav delivery system. The valve was successfully implanted. However, upon removal of flexnav delivery system from the patient the non-abbott guidewire was completely stuck (approximately 10cm-long) and t was unable to remove the flexnav and the wire. The wire was the same for both pacing and the valve implant. Therefore, a wire cutter was used to cut the guidewire, and the flexnav was successfully removed from the patient. The procedure was completed without any adverse effects to the patient. The patient had remained hemodynamically stable throughout the procedure. There was no delay in the procedure. The patient was reported stable.